Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient said that 6 months ago, they started getting a shocking sensation so they "turned it down to 4 and the problem stopped but then last week or the week ((B)(6) 2017) before they started having to go to the bathroom more often so they thought, they would turn it up, and they put new batteries in the programmer and nothing would come up, but then it worked and said they had it on 4 so they went to raise it and it would not do it when they press the plus button but then all the sudden it shocked me and they went to the chair but if they had been standing, they could have been on the floor it was that much of a jolt and they took the batteries out but it was still shocking me". They reviewed with patient that it appeared that somehow they had the implant off, which could account for a lack of symptom relief, and when they tried to increase, they could not because stim was off - which was normal behavior for patient programmer (pp). They reviewed that it sounds like their daughter turned stim back on abruptly which could account for the shocking sensation the patient felt. Patient said that the first shocking, they experienced months ago when they were walking. They took the batteries out of the pp and it will not turn her implanted stim off. Patient also had "back pain since having it put in, its directly above the unit, and it was getting worse, more all the time more and more and it was every day". Patient said that since the shocking went away "as my body adjusted, they had not had any problems with the symptoms". This especially makes me think the stim was just off before, and turning it on abruptly could account for shocking sensation. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.